Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/21/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review it was determined that the reported issue was due to the patient having too much myopic outcome and the lens was exchanged for a same model, one diopter lower signifying no product problem. Investigation results revealed no indication of product deficiency. Therefore, this complaint is not considered a reportable event. No further information will be provided under MDR number 2648035-2021-08207. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens(iol), model zcb00, was explanted from patient's right eye due to patient having too much myopic outcome. There was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures performed. The replacement lens was of the same model but different diopter. Patient was reportedly doing well when discharged. No further information available.